Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that the nurse noted two leaking sets in one week.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two samples were received at the manufacturing site for evaluation. Visual and functional evaluations were performed, and the reported condition was confirmed. A leak was detected at the connection between the cross spike and the tubing line. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through this formal investigation. This complaint will be used for qa tracking and trending purposes.